Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 12 times. The following information was provided by the initial reporter. The customer stated: there is a problem of easy loosening of the cap from the blood collection tube.

Manufacturer narrative:
Investigation summary: bd did not receive samples or photos from the customer in support of this complaint. Therefore, 100 retention samples from the bd inventory were visually inspected with no issues being identified. 10 production lot in-house retention tubes were functionally tested with no issues relating to stopper function being observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode no samples or photos were returned, and the failure mode could not be duplicated in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.